Event description:
The reporter experienced er1 messages last year. When getting an er1, she cleaned the meter and retested with a result of 210. She recalled the confirmation dot to have been darker than the darkest oval. She did not seek medical advice or treatment.